Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's lead migration was unknown. Nothing has been done at this time to resolve the lead migration, but the patient's other lead was reprogrammed. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial/lot #: va1rrgs003, ubd: 29-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that 0-7 contacts were all high impedances. The rep ran an impedance test and then reprogrammed the patient. Issue has been resolved. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that an x-ray was done and one of the leads had pulled down. It was unknown if the lead was broken. No further complications were reported.

Manufacturer narrative:
Product ID 977a260,serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that no action was taken related the lead migration as it was determined to be "inconsequential." The patient stated that the issue was resolved. No further complications were reported or anticipated.